Manufacturer narrative:
(B)(4). Additional information: the device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that the retention pins that holds the jaws in position were bent. The device was connected to the generator and it was recognized. Activation resulted in the ¿reposition jaws and reactivate alert screen¿ displayed by the generator, the damaged jaw made contact with the electrode resulting in a short and the reported arching issues. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that the jaws were arching where they meet the shaft during a lavh. Procedure was completed using a second device. No patient consequences. Device to be returned.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.